Event description:
It was observed during device evaluation, that the cover of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned cover was a high-energy treatment tool (high frequency, etc.) Being used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: operation manual gif-q260j chapter 3 preparation and inspection:3.2 inspection of the endoscope:inspection of the endoscope operation manual gif-q260j chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.